Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the connect app ((B)(6)) are not accurate. The patient had low blood glucose levels from the incorrect bolus advice. No adverse event reported. The device is not expected to be returned for product evaluation.